Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is 2 of 4 mdrs filed for the same event (reference 1825034-2014-01361/01364).

Manufacturer narrative:
This follow-up report is being filed to relay information, which was reported in error at the time of the initial medwatch. The stem remains implanted and was not revised as previously reported. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explant ¿ blank ¿ not revised - remains implanted.

Event description:
Patients legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2014, a revision was performed due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis.